Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified an arc mark on the exterior of the device case. Review of device memory found a shorted lead code (code 1004) was recorded. The arrhythmia logbook shows a ventricular tachycardia (vt) episode on this date for which a 41 joule shock was delivered. A lead impedance of <20 ohms was recorded as a result of this shock. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted lead code. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. This resulted in the device entering safety core operation. Evidence indicates the right ventricular (rv) lead implanted with this device was compromised and when a shock was delivered, energy arced to the device and resulted in internal damage.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this newly implanted device, reported symptoms consistent with angina and palpitation while at rest, followed by a system shock. Further medical testing confirmed elevated cardiac enzymes suggesting an acute myocardial infarction and the patient then taken for an emergent cardiac catheterization. All coronary arteries were confirmed occluded and a notable dysfunction of a previous coronary artery bypass graft was noted. The EKG tracing was showing the patient in atrial flutter with no evidence of a ventricular tachycardia. Device interrogation illustrated two system fault codes and a safety core setting. The patient was reported in a stable condition within the intensive care unit and information suggestive that the device would be explanted at a later date. The field representative confirmed implanted leads were non-boston scientific products. Subsequently, the device was explanted and is intended to be returned for laboratory analysis. Field information states device damage incurred due to a shorted lead condition of a non boston scientific lead. The patient received a replacement device and no further adverse effects were reported.